Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump occlusion knob was too tight. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.